Event description:
On (B)(6) 2013, the patient reported that the check button on his infusion device was only functioning intermittently. The issue began on (B)(6) 2013. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The buttons of the insulin pump were tested and meet the specifications. The check button works correctly. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.